Manufacturer narrative:
At the time of this report, the device investigation has not been performed. Once the physical evaluation is completed, a supplemental report will be submitted. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed ¿alert 60 ¿ ble board communications error,¿ consistent with a failure to read an input signal, and the user was instructed to restart the device; a replacement was arranged and the prior ilet was not returned, while blood glucose values remained around 111 mg/dl and were not affected, indicating no clinical signs or conditions, with the implicated component being the circuit board. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation of this case revealed signal loss consistent with a bluetooth communication failure traced to the device circuit board and characterized as a failure to read an input signal. The device has not been received for evaluation. Once the physical evaluation is completed, a supplemental report will be submitted.